Manufacturer narrative:
The instrument was inspected and the cuvette washer nozzle #1 was found to be leaking. The peristaltic head tubing (rohs) was replaced, which resolved the issue. No additional discrepant /erratic assay issues have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify a trend for the instrument part. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the architect system, parts, or discrepant results. The architect (B)(6) erratic result rates were within acceptable limits with no trends identified. Device history review did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect (B)(6) analyzer, serial number (B)(6).corrected information in section g1 contact office email.

Event description:
The customer observed falsely elevated magnesium results generated on an architect (B)(6) processing module for multiple patients. The customer observed critically high magnesium results that repeated normal for 4 patients. The high results were not released. The following example was provided: sid (B)(6) magnesium initial result = 3.32 mmol/l, repeat results = 0.86 and 0.83 mmol/l (customer reference range 0.66-1.07 mmol/l, critical 0.51, 1.99 mmol/l) there was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on an architect c4000 processing module for multiple patients. The customer observed critically high magnesium results that repeated normal for 4 patients. The high results were not released. The following example was provided: sid (B)(6) magnesium initial result = 3.32 mmol/l, repeat results = 0.86 and 0.83 mmol/l (customer reference range 0.66-1.07 mmol/l, critical 0.51, 1.99 mmol/l) there was no impact to patient management.